Event description:
The customer reported to customer service that the transformer for her breast pump sparked and would not turn on; the housing is cracked and the prong is pushed in. She indicated that an injury did not occur.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that one prong is completely pushed in and just as she was plugging it into the wall outlet, it sparked at the prong. She also indicated that she did not witness any fire or flame, that an injury was not sustained as a result of the issue. A product evaluation revealed that the transformer housing was cracked open, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continued to be monitored. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry, and an ac blade was loose. A visual examination of the cord revealed nothing unusual. Voltage could not be tested due to the loose blade. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 83.1 ohms, which is normal and indicates that the thermal fuse did not blow.